Manufacturer narrative:
Manufacturer ref. No. : (B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were confirmed through the history log, but could not be reproduced. Further evaluation found the upstream sensor analog to digital conversion values to be low caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump has a constant upstream occlusion alarm. It was also reported there was no patient injury.